Event description:
It was reported, after a percutaneous coronary intervention (pci), an 8f angio-seal mp device was used to seal the arteriotomy site and hemostasis was achieved. The pt was discharged seven days later without complications. The next day, at home, the pt experieinced a fever and returned to the hosp two days after the initial discharge. The puncture site was swollen with pus present. The pt was started on an antibiotic drip infusion, the site was debrided and the pt was kept stable. An infectious pseudoaneurysm was found fifteen days after the procdure. The pt was transferred to another hosp for surgical treatment the next day to place a graft vessel for the infected vessel. The pt was reportedly recovering. The physician stated difficulty in determining the cause of the infection, however the physician used manual compression and there were no infections. The medical rep discussed with the physician post deployment care and confirmation of sterilization of the angio-seal prior to use.